Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed no delivery during manual prime. Customer's blood glucose was 132 mg/dl. Customer was advised to disconnect from the insulin pump. Then customer was advised to disconnect the reservoir from the insulin pump. He then was advised to manually push insulin through tubing, insulin did not exit. Customer was advised to use a new infusion set with current reservoir and manually push insulin through tubing, insulin did exit. Performed manual prime, insulin exited, and did not alarm. Alarm actually occurred during basal, bolus or fixed prime. No further information reported.